Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the left anterior descending artery. A 2.50x28mm promus element drug-elurting stent was deployed to treat the lesion. However, while taking orthogonal views of the deployed stent, a distal edge dissection was noted. The procedure was completed by covering the dissection with a different device. No further patient complications were reported and the patient was stable.